Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the left ventricular (lv) lead exhibited failure to advance into and out of the implant sheath. The lv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.